Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Essure insertion date reported in pfs (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event ¿injury¿ replace with "pelvic pain", events" abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding)", reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/pain right lower pelvic') and salpingitis ('irritation and inflammation of the right fallopian tube/ infection of my fallopian tube- right side') in an adult female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included dyspareunia and hydrosalpinx. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hydrosalpinx ("hydrosalpinx"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (salpingectomy (bilateral)/diagnostic laparoscopy, right salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and hydrosalpinx had resolved, the salpingitis, abdominal pain, menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hydrosalpinx, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Essure insertion date reported in pfs (B)(6) 2014. Discrepancy noted in removal procedure: right salpingectomy with essure removal. Coils on each side- right 03, left -01. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure confirmation test previously done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: unknown. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea,salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: pfs received. Concomitant drug added. Real fu was received and there was no significant change in the medical context of case. Imrdf/FDA codes error. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/pain right lower pelvic') and salpingitis ('irritation and inflammation of the right fallopian tube') in an adult female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included dyspareunia and hydrosalpinx. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (salpingectomy (bilateral)/diagnostic laparoscopy, right salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the salpingitis, abdominal pain, dysmenorrhoea, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and salpingitis to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Essure insertion date reported in pfs (B)(6) 2014. Discrepancy noted in removal procedure: right salpingectomy with essure removal. Coils on each side- right 03, left -01. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified). Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, salpingitis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/pain right lower pelvic') and salpingitis ('irritation and inflammation of the right fallopian tube') in an adult female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included dyspareunia and hydrosalpinx. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (salpingectomy (bilateral)/diagnostic laparoscopy, right salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the salpingitis, abdominal pain, dysmenorrhoea, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and salpingitis to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Essure insertion date reported in pfs (B)(6) 2014. Discrepancy noted in removal procedure: right salpingectomy with essure removal. Coils on each side- right 03, left -01. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified). Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea,salpingitis. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs and mr received. Reporter information, patient details, lab data and lot no., event 'abnormal bleeding (general), irritation and inflammation of the right fallopian tube' was added. Outcome of the event 'chronic pelvic pain/pain/lower pelvic (right side)', rcc was updated. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/pain right lower pelvic') and salpingitis ('irritation and inflammation of the right fallopian tube/ infection of my fallopian tube- right side') in an adult female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included dyspareunia and hydrosalpinx. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hydrosalpinx ("hydrosalpinx"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (salpingectomy (bilateral)/diagnostic laparoscopy, right salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and hydrosalpinx had resolved, the salpingitis, abdominal pain, menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hydrosalpinx, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Essure insertion date reported in pfs (B)(6) 2014 and (B)(6) 2014. Discrepancy noted in removal procedure: right salpingectomy with essure removal. Coils on each side- right 03, left -01. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure confirmation test previously done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: unknown. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea,salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: pfs received. Events added: abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), hydrosalpinx. Event outcomes were updated to recovered/ resolved for hydrosalpinx and recovering/ resolving for dysmenorrhea, dyspareunia . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.